Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 12mm resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and slightly improved the pvl. A second transcatheter bioprosthetic valve was implanted high at -6mm reducing the pvl to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.